Event description:
It was reported that BD Nexiva leaked.It occur before use. The cap falls onto the floor, and we then have to contact the ward staff to obtain a replacement.We are experiencing considerable frustration with your Nexiva product. At the end of the device, there can be two caps. One is supplied loose in the packaging. The other cap is attached but only very loosely screwed on, which leads to the following issues (if we do not tighten it before insertion, it puts additional strain on our already overworked fingers):When collecting blood samples, I have experienced several times that the cap comes off when the blood collection tube is connected and blood is drawn. As a result, blood spills everywhere.The cap falls off and drops to the floor during cannula insertion, which is extremely frustrating.Patients who are discharged with the cannula in place experience the cap falling off at home.These issues mean that we have to tighten the cap every single time before use.Is it correct that the caps cannot be securely tightened during production? It seems to me that this is a step in the workflow that should not be necessary.The thing is that they did not have to tightened it before, it has changes during the last couples of months, and it have to be on the Nexiva when they insert. T

Manufacturer narrative:
G.4. K183399; K243403.As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.